Manufacturer narrative:
Field service engineer states the unit was repaired by adding water and doing degas as recommended by tech support. The unit is up and operating normally. No history related to this issue.

Event description:
While attempting to couple the therapy head I received a cuw94 error "coupling time out." Tech support was called, pumps were checked, and all was working. Water level read 8.7 liters in the holding tank. Tank was topped off and ran through a second degassing cycle which corrected the problem. The case was completed with a 35 minute delay. No patient injury.